Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The device was not returned for evaluation, as it was discarded. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm aortic valve was explanted after an approximate implant duration of 4 years and 7 months due to dehiscence between the left coronary sinus and the right coronary sinus leading to severe pvl (grade +4). As reported, the patient's annulus was partially debrided and no sizing or seating issues occurred at the time of implant. The shape of annulus was oval and the native valve was bicuspid. There were calcific deposits under the left coronary cusp. Patient experienced dyspnea and nyha ii/iii symptoms. Another 27mm valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.